Event description:
The customer left a public comment on a facebook ad for flex disposable menstrual discs stating that they utilized the device and believed it dislodged their iud. The customer alleges that they were unaware their iud had been dislodged and subsequently became pregnant. The company made three good-faith efforts to follow up with the customer via an email address they provided in order to obtain additional information for our investigation, however, the customer failed to respond.